Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a stripped battery cap coin slot and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump had a crack on battery compartment and unable to removed the battery cap. Customer's blood glucose was 50 mg/dl. The customer was advised to discontinue use of the device and revert to a back up plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.